Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02704, and 0001825034-2020-02705. Medical devices: unknown repicci femoral catalog#: ni lot#: ni, unknown repicci tibial insert catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. It was reported that patient was revised due to progression of arthritis, hence the root cause can be attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left knee revision due to progression of arthritis. Attempts have been made and no further information has been provided.